Manufacturer narrative:
The positioner control box was returned to the manufacturer for analysis and functional testing; visual/physical examination was performed. Motion calibration passed and all motion was functional. Perform 2d and 3d imaging, both were successful. No problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI, and manufacturing date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The motion controller was replaced, firmware installed, and a re-calibration was performed. The issue was then resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) motion bar would not move. There was no patient present.